Event description:
Physician assistant reported in 2006: patient had a severe reaction to condom. Mr. Douglas saint reported after 45 days: problem has been resolved after treatment with benedryl and steroids.